Event description:
The customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level as the battery depletion did not lead to a pump shutdown. The customer continued to use the pump for insulin therapy.